Event description:
Following the pt's arrival in the recovery room, the scrub tech and the instrument washers noted a piece missing from the choledochal scope grasper. This was a small piece of rubber about 1/2 cm in size. Cat scan was performed which showed the piece to be present below the dome of the liver. Pt was brought back to the operating room for uneventful removal.